Event description:
A malfunction alarm identified as a software error was reported by the distributor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with pump reset information, effectively preventing the issue from recurring, and advised the customer to continue using the pump while contacting technical support again if any malfunctions recurred.